Event description:
(B)(6) reported that their pump was unable to perform a software update, and the touchscreen was delayed, timing out quickly. There was no reported impact to the customer¿s blood glucose level. Ariel declined to follow up with customer technical support, and further details regarding the outcome of the event were not provided.